Event description:
Scan performed under the guidance and direct observation of physician and siemens' engineers. Arm movement preceded pt waking up on the table. Scan aborted. Dates of use: 2007. Diagnosis or reason for use: r/o brain tumor. Event abated after use stopped: yes.